Event description:
The pt support couch on a brilliance 40 slice CT scanner underwent uncontrolled vertical motion with a pt on the couch, and fell to the lowest possible position. The pt was not injured.

Manufacturer narrative:
Investigation of the event confirmed that the short key slipped out of the brake keyway. A new design longer key has been installed and the system has been returned to clinical operation. MDR 1525965-2007-00028 documenting a similar issue was submitted to the FDA on 11/07/2007.